Manufacturer narrative:
This report is being submitted as a good-faith effort based on the evaluation findings, which revealed a fracture of the core and coil material. As received, the specimen consisted of one-1 each pkg-300-014 gw, short taper; returned reloaded in the dispenser assembly and double-bagged within "zip-lock" style poly biohazard pouches. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The specimen presented a ductile tensile overload fracture of the core and coil wire at an unknown distance from the distal tip. An undetermined amount of coil and core wire material including the distal coil is missing and was not received with the returned specimen. The specimen also presented kink damage at 177 cm and 288.3 cm from the proximal aspect of the core wire fracture along with traces of dried blood. The damage observed during the product evaluation does not appear consistent with the conditions described in the event report. Notably, there was no mention of the ductile tensile overload fracture or the missing distal coil in the initial event description. Supplemental information indicated that the deformation was first noticed after the dispenser assembly had been removed. Based on the available information, the exact cause and the timing of the fracture and missing material cannot be determined. No definitive conclusions can be drawn regarding when the damage occurred or what factors contributed to it. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. As indicated within the device instructions or use (dfu), "guidewires are delicate instruments and should be handled carefully. Prior to use and when possible, during the procedure, inspect the guidewire carefully for coil separation, bends or kinks which may have occurred. Do not use a wire which has a damaged tip. Damage will prevent a wire from performing with accurate torque response." At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that handling factors may have contributed to the event as reported. We reviewed the associated risk documentation relative to this product and confirmed that this incident is listed and that it is trending within the established occurrence threshold. Lake region's effectiveness of design verification activities brings the overall risk down to as far as possible. The patient information was reported as unknown. Therefore, part a could not be completed. The sections left blank or unknown on this form could not be completed due to missing information. Attempts to gather further details to obtain additional information were made and no additional information was provided regarding this event at the time of this report. Should additional information be received, a follow up medwatch report will be submitted. Note: although annex g instructions state that with stand-alone devices annex g term should not be used, code 4755 was selected due to component code (g) showing up on the missing data report.

Event description:
Event description: when the technician removed the wire, he noticed that it had a slight deformation, requiring another wire. Supplemental information indicated that the deformation was first noticed after the dispenser assembly had been removed.